Manufacturer narrative:
Product analysis summary: the device was returned to medtronic for evaluation. Deformation was evident to the on-ramp and tip. An in-house 6 french lumen patency ball was loaded and advanced through the catheter lumen with no issues noted. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: there were no difficulties noted when removing the protective sheath/stylett of the 4.0x 18mm onyx frontier. The lesion was pre-dila ted. The inflation device remained on neutral pressure during delivery of the 4.0x 18mm onyx frontier. Correction: after the 3.5 x 18 mm onyx frontier des was deployed the lesion was further post-dilated with a 4.5 x 12 mm nc euphora balloon catheter at 20 atm with a single inflation. The mid segment was stented with a 3.5 x 38 mm onyx frontier des and was further post-dilated with a 4.5 x 12 mm nc euphora balloon catheter at 20 atm for two inflations. D3. MFR name annex g code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one onyx frontier coronary drug eluting stent when stent dislodgment occurred during removal following a failed delivery. The stent was advanced through a 6fr telescope guide extension catheter (gec) in a calcified high-grade occlusion in the right coronary artery (rca), resistance was experienced while attempting to retrieve the stent through the telescope when the stent came off the balloon and was located at the hub/proximal end of the telescope. The dislodged stent was successfully removed. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was not performed. Ultrasound-guided access was obtained of the right common femoral artery. A 6f sheath was inserted. IV angiomax was initiated. Baseline angiogram revealed patent stents in the proximal mid and distal segments of the right coronary artery. The ostial segment revealed 80% occlusion followed by a mid 70-80% and distal 90% severely calcified lesion. A non-medtronic guidewire was advanced and placed distally. The telescope gec was advanced into the proximal segment of the rca. Given the high-grade lesion in the ostium resulting in pressure damping, the ostial lesion was treated initially. The lesion was pre-dilated with a 3.5 x 15 mm euphoria balloon catheter. The balloon was placed across the lesion and given several inflations with a maximum inflation pressure of 18 atm. A 4 x 26 mm onyx frontier des was placed in the ostial and proximal segment of the rca and was deployed with a single inflation and maximum pressure of 18-20 atm. The lesion was post-dilated with a 3.0 x 20 mm euphoria balloon catheter with two inflations at 10 atm. Another 3.0 x 20 mm euphoria balloon catheter was used with a single inflation at 12 atm. The lesion was further post-dilated with a 4.5 x 12 mm nc euphoria balloon catheter with a single inflation at 20 atm resulting in a 0% ostial stenosis and a 10-20% residual stenosis in the proximal segment. The telescope was then advanced further into the mid rca and shockwave was performed to the distal calcified lesion for a total of four cycles. Shockwave/ivl therapy was performed using a 3.0 x 12 mm non-medtronic balloon was used to pre-dilate the lesion with four inflations at maximum pressure of 6 atm. A 3.0 x 20 mm euphoria balloon catheter was placed across the lesion and given four inflations with a maximum pressure of 10 atm. A 4.0 x 18 mm onyx frontier des was inserted. Resistance was experienced while attempting to retrieve the stent through the telescope gec. The stent came off the balloon and was located at the proximal end/hub of telescope gec. The stent was successfully removed. A 3.0 x 20 mm euphora balloon was placed across the lesion and given a single inflation with a maximum pressure of 12 atm. Following this the balloon was removed and the segment was stented with a 3.5 x 18 mm onyx frontier des at 20 atm resulting in a 0% residual stenosis. The mid segment was stented with a 3.5 x 38 mm onyx frontier des at 16-18 atm resulting in 20% residual stenosis. The lesion was further post-dilated with a 4.5 x 12 mm nc euphora balloon catheter at 20 atm which resulted in 20% residual stenosis. A thrombolysis in myocardial infarction (timi) flow of 3 was achieved. A the end of the procedure, all the devices were removed and haemostasis was achieved with a 6f non-medtronic vascular closure device. No patient complications were reported as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.